Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing low blood glucose levels down to 33 mg/dl, which was treated with food. Blood glucose elvel at the time of the call was 363 mg/dl. The insulin pump did not show any sign of malfunction. The insulin pump was not replaced or returned for analysis.